Event description:
A (B)(6) distributor returned a monitor indicating that the monitor displayed a service code 102. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is still underway. The reported problem (code 102) has been confirmed. A root cause investigation is still underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. Patient was received a replacement electrode monitor.